Manufacturer narrative:
Further review of the event has determined that this event is not a reportable event. As per event description, as there was no deployment issue, no additional endovascular procedure was performed, and no patient harm was observed. The medwatch report has been retracted.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c21-testing of actual/suspected device is still in progress. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, patient underwent an endovascular procedure to treat a zone-9-infrarenal aneurysm utilizing gore® excluder® conformable aaa endoprosthesis. During the procedure, the graft was deployed through a 18fr dryseal in a highly angulated neck. When physician attempted to reposition the graft, the constraining loop did not work, and the graft would not constrain. There was no issue with graft opening during deployment, it was observed that the device would not close (constrain). The graft had to be partially re-sheathed (pull the opened graft back into the dryseal sheath) and pulled out of the body. The device was pulled out of the patient with the top of the graft deployed, and once the device was removed, the hooks were observed outside the body and it was noted to be damaged in a way where it was retracted inside the device so did not cause damage to the patient while being removed. After the device was removed from the patient, it was tested, and the constraining loop did not work. A 20fr x 25cm cook sheath was inserted and a second cxt321414 was delivered, and the case was completed successfully. The patient tolerated the procedure. On (B)(6) 2024, during a post access angio and patient follow up, there appears to be no injury to the patient. Device will be returned with the sheath. There is no allegation against the sheath. It was only returned as it was still connected to the cxt device. No further patient information is available.